Event description:
The suspect device result was 427 mg/dl. The user dosed insulin. User became incoherent and neighbors, who are emts came over and had user drink orange juice. User didn't feel better and got worse. Emts were then called and glucose was 21 mg/dl on their meter. User was given an oral tube of glucose and more orange juice. A retest on the suspect device was then 228 mg/dl compared to 58 mg/dl on the emts' meter. Controls were not used. The device was replaced and requested to be returned for evaluation.